Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: we received 1 ea of complaint sample foil, sbf folder suture pieces code (B)(4). Suture received in disintegrated condition. As the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. The foil pack was inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at top label side as well as bottom cavity side of the packs were observed. Five retain samples of incident codes and lot number was retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance ¿ breakage suture , knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to meet the in-house average knot pull tensile strength requirement. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
A device was returned for evaluation. The evaluation showed a multitude of wrinkles over the whole foil. Several pinholes at top label side as well as bottom cavity side of the packs were observed. This device was not used on a patient. There were no adverse patient consequences reported.